Event description:
A complaint was received that a consumer received a lower blood glucose reading of 176 mg/dl on a softtact/sof-sense meter when compared to a valid laboratory reading of 276 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.